Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown cause. A new rv lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown cause. A new rv lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis revealed that helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.